Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient called due to device sensation issues; they stated that for almost 10 days the device had been shocking them, creating numbness and pain in their lower back. The stated they turned the device off and changed the settings/programs, but the shocking was still present. Caller stated that with the device off they got bad spasms and bladder pain. They stated they went to the hospital for this issue, but the hospital said it was not an emergency and released the caller. They then had a follow-up with their doctor and the doctor said it wasn't an emergency again and couldn't get them in for a week. The patient felt this was an emergency because they could feel the device under their skin and it hurt when they sat or walked. They stated the device shocked them whether it was on or off and they couldn't deal with the spasms anymore. They reported no falls or trauma, the circumstances that led to the issue were unknown. They were redirected to their healthcare provider.